Event description:
The customer reported via phone call that they were hospitalized with low blood glucose on (B)(6) 2015. Customer's blood glucose was 7 mg/dl at the time of admission. The customer stated they were found unconscious by their mother. The paramedics were called, and the customer was taken to the hospital for their low blood glucose. The perceived cause of the customer's low blood glucose was from an insulin pump malfunction. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.